Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a burn mark was observed around the usb cord of cell adapter. The device would be replaced. No patient consequences were reported.